Event description:
Customer claims that the unit has a continuous alarm. There was no pt injury reported. Eval for the returned product shows that the unit powered on. The battery door is damaged and there's battery corrosion in the battery compartment.

Manufacturer narrative:
(B) (4). Eval for the returned product shows that the unit powered on. The lcd display is partially visible. Both sensor receptacles work fine. The nurse call, hold, record and play functions passed. The alarm case is damaged around the battery door. The battery compartment shows battery leakage which could cause an intermittent alarm. Posey instructions recommends: the use of alkaline batteries in posey fall alarms. Do not mix old and new batteries, or mis different types of batteries. This can cause leakage resulting in damage to the alarm unit. (B) (4).